Event description:
Customer believes device is giving false high readings. The customer states they took 4 units of r insulin at 9:30pm based on reading. At 4:00am they fell. They tested their blood glucose and rec'd a result of 47mg/dl. Paamedics were called and they tested their blood glucose and rec'd a result of 38mg/dl. They were taken to the hosp and admitted. They were given an dextrose injection while at the hosp. No controls were being used. A request was made for the return of the suspect device and replacements were sent.